Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge their scs system as recommended by manufacturer's guidelines. Reportedly, the ipg became inoperable and the patient programmer displayed an error message. As a result, the device was determined to be inoperable. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.